Manufacturer narrative:
A2,a4 - this info was received in response to co's letter and questionnaire. H3,h6 - the actual device was evaluated and found to have met all dimensional specifications. There was not enough info provided to make a complete evaluation.

Event description:
Nail was implanted in 8/97 for a pathologic femoral fracture. Pt experienced increased pain and an x-ray revealed the nail had broken at the proximal static hole. The nail was removed on 3/25/97.